Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2026, it was reported by the parent that the pediatric patient developed two separate skin infections. The parent first noticed a bump at the needle puncture site, which progressed to redness, inflammation/swelling and then an abscess. This prompted the parent to take the patient to the hospital, where an incision and drainage (I&d) procedure was performed, and the patient was discharged the same day. The parent did not provide information on whether any diagnostic tests or imaging were performed, whether anesthesia was used during the procedure, how the incision was closed, if any medication was prescribed or the current condition of the site and the patient. The parent stated they would place future sensors on the arm to prevent recurrence. Additional details could not be obtained because the caller disconnected during the transfer to the tier 2 team, and multiple follow-up attempts were unsuccessful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.